Event description:
It was reported the pt's (B)(6) occipital lead (off-label location) has migrated. In addition, a diagnostic test revealed invalid impedance measurements for several contacts. Surgical intervention will be undertaken at a later date to address these issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.